Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced with isometrics in clinic. The noise was still present on the lead even after the sensitivity was adjusted. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).